Event description:
This pt reported some form of taste disturbance during a fitting appointment with their audiologist. No other details were provided.

Manufacturer narrative:
This pt reported some form of taste disturbance that persisted after the first activation. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure.